Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1522 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1522 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) bilateral malposition of essure coils [device dislocation] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("bilateral malposition of essure coils") in a female patient who had essure inserted (lot no. E24127). The patient had a medical history of paratubal cyst, obesity, abdominal pain, ovarian pain, alcohol use, parity 2, gravida ii and pelvic pain female. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral, salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: previously reported essure insertion and removal date: (B)(6) 2017 and (B)(6) 2021 respectively. Trailing coil: 3 trailing coils both side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): not reported [pathology test] on (B)(6) 2021: final pathologic diagnosis. Fallopian tube, bilateral, salpingectomy: segments of fallopian tube, complete cross-section identified. Endometriosis and paratubal cyst present. Essure coils present, see gross description. Clinical history: bilateral malposition of essure coils. Gross description: received in formalin, labeled "bilateral fallopian tubes", are 2 fallopian tubes with fimbriated. Ends sectioning of both reveals a stellate lumen including a coiled silver metallic wire consistent with essure. Device. Specimen(s) received fallopian tube, salpingectomy - bilateral fallopian tubes with essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-jul-2025: medical record received: previously reported event ¿medical device removal¿ updated to ¿: bilateral malposition of essure coils¿, reporter, lot number, medical history, lab data including surgical pathology report added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Bilateral malposition of essure coils [device dislocation]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("bilateral malposition of essure coils") in a female patient who had essure inserted (lot no. E24127). The patient had a medical history of paratubal cyst, obesity, abdominal pain, ovarian pain, alcohol use, parity 2, gravida ii and pelvic pain female. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (bilateral, salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: previously reported essure insertion and removal date: (B)(6) 2017 and (B)(6) 2021 respectively trailing coil: 3 trailing coils both side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): not reported [pathology test] on (B)(6) 2021: final pathologic diagnosis fallopian tube, bilateral, salpingectomy: - segments of fallopian tube, complete cross-section identified. - endometriosis and paratubal cyst present. - essure coils present, see gross description. Clinical history: bilateral malposition of essure coils. Gross description: received in formalin, labeled "bilateral fallopian tubes", are 2 fallopian tubes with fimbriated ends sectioning of both reveals a stellate lumen including a coiled silver metallic wire consistent with essure device. Specimen(s) received fallopian tube, salpingectomy - bilateral fallopian tubes with essure coil. Batch number e24127, manufacture date 2015-08-17, expiration date 2018-08-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.